Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Initial reporter unavailable from the site at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The representative realigned the tilt offset to allow docking pins to align. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system's docking pins were no longer lining up and were puncturing the x-stage cover. They attempted to calibrate home, without resolution. This was reported outside of a case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.